Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. Pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 127mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.